Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
A customer reported that during a peripherally inserted central catheter (PICC) procedure, 2nd placement leaked in silastic tubing past the purple hub around 10cm hash mark. Same patient back to back incidents. There was no patient injury.

Manufacturer narrative:
Additional information provided in h.6. And h.11. Evaluation summary: a review of the DHR and inspection records was conducted, and no similar concerns were found. There was one similar complaint in the lot. After three notifications, there has been no sample returned for review. There has been no visual evidence provided that would support the alleged allegation. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.